Event description:
This user facility spontaneous report from the spouse of a consumer describes the occurrence of pain and immobility in a pt (age unspecified) administered hyalgan injection for arthritis. Details of pt's concomitant medication included morphine, metformin and cortisone (dosage regimen and indications unspecified). The pt's past medical history included diabetes (date unspecified). On an unspecified date, the pt was administered hyalgan injections for arthritis. An unspecified amount of time after the first injection the pt experienced discomfort/pain. The pt rec'd all five injections and the pain worsened after each subsequent injection. The pt is now unable to walk. The events are considered to be serious due to disability/incapacity. The reporter did not provide the outcome of the events. The reporter did not provide a causality assessment.